Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. The 95% stenosed, 20mm x 3.0mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located at the severely tortuous and severely calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a unspecified balloon catheter was selected to inflate that target lesion but failed to cross. The balloon catheter was removed and a unspecified catheter and a guidezilla¿ was advance to the target lesion with difficulty. But it was noted that the guidezilla¿ was fractured and was removed from the patient's body. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood inside the shaft. The hypotube, collar and distal shaft was microscopically inspected. Inspection revealed numerous kinks in the hypotube and distal shaft, with the device separated at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter fracture occurred. The 95% stenosed, 20mm x 3.0mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located at the severely tortuous and severely calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a unspecified balloon catheter was selected to inflate that target lesion but failed to cross. The balloon catheter was removed and a unspecified catheter and a guidezilla¿ was advance to the target lesion with difficulty. But it was noted that the guidezilla¿ was fractured and was removed from the patient's body. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable.